Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer that the lithium battery needed replacement. This is not a reportable malfunction. However, during verification testing at the service center, battery leakage was noted from the disposable batteries in the battery compartment of the device, on the battery door, and the middle printed circuit board.